Event description:
The customer reported that she experienced high blood glucose. Customer woke up thirsty and had to urinate. Customer's blood glucose was 600 mg/dl. Customer stated that she got messages from the insulin pump. The customer was educated regarding the messages from the insulin pump. Customer declined to do troubleshooting. Customer stated that she will speak with healthcare provider regarding her blood glucose. Customer's current blood glucose was 485 mg/dl. Customer also reported the bolus wizard was not giving her any insulin. The customer was educated regarding bolus wizard, active insulin and how it works. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.